Event description:
It was reported the rapid atrial pacing display is bad. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The flex of the led (light emitting diode) display is not seated right with the interconnect flex connector. Upper and lower cases are broken. The up key of the high rate key panel is collapsed.